Event description:
The clinician reports, that the implant was inserted (B)(6) 2010 in ada 12 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: bleeding and abscess. No further patient complications were reported.